Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome ii. The patient reported on (B)(6) 2016 that the stimulation continues after he had turned the device off. Reprogramming was performed on (B)(6) 2016. The event resolved without sequelae on 2016-jun-17. The event was related to the device or therapy (specifically due to programming) and was not related to the implant procedure. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of the clinical study. It was reported that the cause was not determined. The patient reported that device was off, but there was no documentation to confirm patient's report of the stimulator was off when they continued to feel stimulation.